Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05665. The same patient is represented in each medwatch.

Event description:
T was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy, bladder repair, and cystoscopy; due to pelvic organ prolapse, and intrinsic sphincter deficiency. It was reported that patient underwent diagnostic laparoscopy, laparoscopic lysis of adhesions, and primary repair of small ventral incisional hernia on (B)(6) 2009.